Event description:
It was reported impedances readings >4000 ohms and no stimulation sensation. A lead problem was suspected. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.